Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that issue is related to bluetooth cache. As per the logs capture below, the pairing has failed due to dis error. (B)(6) 2025 18:18:21,853 d bluetoothgattapithread blegattclientrximpl onconnectionstatechange(). Gatt status: gattinsufficientauthentication, state: statedisconnected. (B)(6) 2025 18:18:21,853 w pool11thread1 pumpconnectionmanager got connection error: failed to read device info. This issue for s25 devices caused by outdated caches for bluetooth on devices. Log files and application analytics indicate that pairing attempts on affected s25 devices fail due to gattinsufficientauthenticationwhile waiting for the pump to become ready for sake. In these cases, the pump successfully bonds with the device but disconnects during the subsequent gatt connection phase because it determines that the authentication was insufficient or that the required authentication handshake did not complete properly. This behavior is consistent with scenarios where the systemlevel bluetooth cache is outdated or corrupted, preventing the device from completing the expected security exchange. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please help the patient to follow next steps:check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. Restart the phone, swipe down from the top of the screen twice. Look at the top left corner and find the power button, and then select reset options here. Wait for the phone to restart. Reset bluetooth settings, open the settings application. Scroll down until you find the general management option. Scroll down until you find the reset option. Scroll down until you find reset wifi and bluetooth settings. Tap the blue reset button at the bottom of the screen. Uninstall the app that uses bluetooth. Check if some application using bluetooth is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the pump should be repeated. Reset cache and app data for the bluetooth app. Open the settings application. Scroll down until you find the apps menu. Tap on the sort button. Enable the show system apps toggle and tap ok. Scroll through the list of apps and find the bluetooth agent app and tap on it. Find and tap the storage option. At the bottom, tap clear cache and then tap clear data. Check for updates: go to settings > system and update > software update to ensure your phone's operating system is up to date. Try to pair phone with the pump (ensure app is in the foreground while pairing), and the previously paired pump device is removed from the bluetooth settings). If the issue still persists please confirm the steps and help the patient to upload diagnostic logs for further analysis. Despite making multiple attempts to contact the customer to address the issue , they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called asking for assistance to pair pump to mobile. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.